Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8120500, model: sc-8120-50, serial: (B)(4), batch: 233793a.

Event description:
It was reported that the patient had a methicillin resistant staphylococcus aureus (mrsa) infection. Symptoms of soreness at the ipg site was noted. The patient was admitted to the hospital and underwent an explant procedure wherein everything was removed. The explanted device components will not be returned.